Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went from 45% battery life to 10% within 10 minutes. There was no reported impact to the customer's blood glucose level. In addition, it was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. The customer stated that after disconnecting the pump from the charger after a few minutes the pump battery jumped from 45% to 100%. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
.